Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) came out of the skin after deployment; sealant was deployed completely above the access site. Closing failed and manual compression was used. There was no reported patient injury. The device was stored, prepped, and used as per the instructions for use (IFU). The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. There were no visible signs of device/package damage prior to use. The diagnostic coronary procedure used a retrograde approach. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The patient was of a thin body habitus and shallow vessel depth. Both buttons were fully depressed. The balloon was fully deflated. A non-sterile ¿mynx control vcd,5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both buttons 1 & 2 were fully depressed with the clock symbol visible in the tension indicator; however, the balloon was not completely withdrawn into the tamp tube. The syringe was not received for evaluation, and the sealant was not returned with the device. In addition, an unknown procedural sheath was on the device, exposed to blood, and no damages were observed on it. The returned device was inspected for damages/anomalies that may have contributed to the reported failure, and no damages/anomalies were observed to the returned device. Per functional analysis, no deployment test was performed on the returned device as both buttons 1 & 2 were fully depressed, and the sealant was not returned for evaluation. An inflation/deflation test was performed on the balloon of the returned device, and during this evaluation, the balloon was fully inflated with pressure maintained. The balloon was able to be inflated/deflated with proper functioning of the inflation indicator as intended per the mynx control IFU. Per microscopic analysis, a misalignment was identified within the internal configuration of the wire that pertains to balloon retraction upon detailed visual inspection at high magnification. The reported event of ¿sealant-inaccurate placement-complete¿ was not confirmed through analysis of the returned device due to the nature of the complaint and the sealant was not present with the device. However, an additional condition of ¿balloon-retraction jam¿ was noted to the returned device since the balloon was not fully retracted with button 2 fully depressed. The exact root cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the sealant coming out of the skin. However, patient factors (patient was of a thin body habitus and shallow vessel depth), and/or handling factors of the device possibly contributed to the inaccurate placement reported as a shallow vessel depth can result in visualization of the sealant from the skin. Additionally, if the balloon was not retracted before device removal, which was noted with the returned device and not reported by the customer, this could dislodge the sealant from the arteriotomy when removing the device from the patient. In regard to the balloon retraction jam condition, it is also difficult to determine what factors may have contributed to the event since there were no issues reported by the customer. However, per review of the product received, this condition appears to be related to the displacement of the wire related to the balloon retraction mechanism observed in the internal configuration. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. Per the IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the product analysis, the issue with the balloon retraction appears to be related to the manufacturing process of the unit. Therefore, this event was captured under a risk assessment to address this issue.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing review. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out of the skin after deployment; sealant was deployed completely above the access site. Closing failed and manual compression was used. There was no reported patient injury. The device was stored, prepped, and used as per the instructions for use (IFU). The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. There were no visible signs of device/package damage prior to use. The diagnostic coronary procedure used a retrograde approach. A 5f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The patient was of a thin body habitus and shallow vessel depth. Both buttons were fully depressed. The balloon was fully deflated. The device will be returned for evaluation. Addendum: product analysis demonstrates that both buttons one and two were fully depressed with the clock symbol visible in the tension indicator, however, the balloon was not completely withdrawing in to the tamp tube.